Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (R94) the evaluation confirmed the reported event and attributed it to normal wear and tear due to the age of the device.

Event description:
Last friday, staff reported that hp would not actuate after using the footpedal. Sales rep reported that, "they (hospital staff) kept attempting to use the chondrotome handpiece, but no spinning on the blade. Eventually this resulted in a smoky smell emanating from the console. They tried 2 different handpieces and it would not work. They tried 2 different foot pedals and it didnt work. Staff reported that a critical error came up when using both new handpieces. I attempted troubleshooting today, and was able to get the same error when using a working handpiece in.